Event description:
It was reported that when the console was switched on for preparation (15 minutes prior to the procedure), smoke was observed to be coming from the screen where the fiber card is inserted. The console was shut down immediately and the case was cancelled. There was no report of a patient or user injury.